Manufacturer narrative:
It was later confirmed by the customer, a biomedical engineer, that the cause of the reported issue was the quik-combo therapy cable. The biomedical engineer advised that the therapy cable was replaced to resolve the reported issue and that the device has been placed back into service for use. Neither the device nor the removed therapy cable were returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would not detect a patient in paddles lead ECG using therapy electrodes (brand unknown) and a quik-combo therapy cable. The biomedical engineer advised that medical personnel then disconnected the quik-combo therapy cable and plugged in the hard paddles and the service indicator went away. A backup device was then obtained by medical personnel in order to continue patient care. The delay in obtaining the backup device was unknown; however, the biomedical engineer advised that it was available for use in the immediate area. The biomedical engineer further advised that medical personnel were using the device to monitor the patient only, and that defibrillation had not been necessary during the event. The biomedical engineer advised that there were no adverse effects to the patient as a result of the reported issue and that no specific information about the patient was available.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and would not detect a patient in paddles lead ECG using therapy electrodes (brand unknown) and a quik-combo therapy cable. The biomedical engineer advised that medical personnel then disconnected the quik-combo therapy cable and plugged in the hard paddles and the service indicator went away. A backup device was then obtained by medical personnel in order to continue patient care. The delay in obtaining the backup device was unknown; however, the biomedical engineer advised that it was available for use in the immediate area. The biomedical engineer further advised that medical personnel were using the device to monitor the patient only, and that defibrillation had not been necessary during the event. The biomedical engineer advised that there were no adverse effects to the patient as a result of the reported issue and that no specific information about the patient was available.